Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer consumed food, but ate less food than they had originally bolused for. Blood glucose level dropped to 44(mg/dl). Carbohydrates and glucose tablets were consumed to treat low bg level.